Event description:
ECMO cannula (at 50 days) developed a hairline crack which allowed air to be entrained in the system. When the bubble detector alarmed the perfusionist contacted the physician who came and took patient to operating room to change out. Patient arrested during this time and suffered an anoxic brain injury. Was resuscitated successfully. Patient's family withdrew care on (B)(6) 2021 and patient passed. Medtronic. FDA safety report ID# (B)(4).